Manufacturer narrative:
The blade reported involved with this event was returned for evaluation and the reported failure of breakage was confirmed. Investigation results conclude that the type of fracture could not be replicated during normal cutting of bone. The event occurred during a hto, which is carried out in a confined space, close to other metal instruments. It is likely that the blade came into contact with metal instruments and this caused the blade to fracture. IFU's for handpieces associated with this device include the following: "the stryker precision system is intended for use in the cutting and shaping of bone and other bone related tissue."

Event description:
It was reported that during a high tibial valgus osteotomy (hto) procedure, the tip of the blade broke. It was also reported that the broken tip was completely removed. It was further reported that there were no delays and no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a high tibial valgus osteotomy (hto) procedure, the tip of the blade broke. It was also reported that the broken tip was completely removed. It was further reported that there were no delays and no adverse consequences as a result of this event and the procedure was completed successfully.